Event description:
It was reported that arteriotomy closure of common femoral arteries was attempted with four proglide devices, via a 6f sheath using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, two proglides had cuff misses at the left common femoral artery. The sutures of two additional proglide devices were successfully pre-placed using the pre-close technique. Reportedly, at the right common femoral artery one proglide device would not insert into the patient anatomy and a second proglide device had a cuff miss. The sutures of two additional proglide devices were successfully pre-placed using the pre-close technique. The sheath was upsized to 14f for the aaa procedure. The successfully pre-placed proglide sutures were used to achieve hemostasis on both sides. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.